Manufacturer narrative:
The field service engineer checked the analyzer and did not determine a specific root cause. He replaced tubing, syringe seals, syringe packing, and pinch tubing and confirmed there was no leaking from the pressure sensor in the acrylic block. He performed successful assay performance testing. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable hcg stat elecsys result from cobas e411 rack analyzer serial number (B)(6). The initial result was 232 miu/ml and was reported outside of the laboratory. The result was questioned by the nurse. The repeat result on the same analyzer was 125.1 miu/ml and was believed to be the correct result.